Event description:
Noise resulting in oversensing and low pacing impedance were observed on the atrial and right ventricular (rv) leads. The cause was suspected lead damage on both the atrial and rv leads. The oversensing was reproduced with provocative testing. No intervention was performed at this time. The patient was stable. Related manufacturer reference number: 2017865-2021-37924.